Manufacturer narrative:
An event of a pericardial effusion was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported cardiac perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atypical flutter procedure, a cardiac tamponade occurred. When ablating the septal wall, the patient became hypotensive. An echocardiogram revealed blood in the pericardium. A pericardiocentesis was performed to stabilize the patient and the procedure was completed successfully. There were no performance issues with any abbott device.